Event description:
The customer reported that during use of this drill to perform an oral surgical procedure, it got hot. The user felt the heat, discontinued use and obtained another handpiece to complete the surgery. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Conmed linvatec received this drill for evaluation and confirmed the reported problem of overheating. During testing of this unit, it exceeded manufacturer temperature specification related to cast stator failure. The concomitant bur guard in use with this device was not returned for evaluation. The handpiece instruction manual warns the user of the following: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating. If overheating occurs, discontinue use and return the equipment for service. In addition, overheating may occur if the bearing in the tip of the bur guard is worn, possibly causing serious burn to the patient's tissue. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard should be sent for repair immediately. Do not use.